Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was no longer feeling her stimulation and she had stopped charging her ipg a few months before. A replacement charger was unable to locate the ipg. Follow up identified the physician replaced the ipg.